Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Assisting greg joiner new employee on how to pm 8100. I recommended to follow service bulletin 543,first thing in the morning, to manually turn on the pc unit in maintenance mode and start the system maintenance software, perform the following steps: 1) ensure that the pc unit is turned off. 2) connect the serial cable between rj-45 on the pc unit and the communications port on the computer. I went over the procedure by following the preventive maintenance from the asm user manual. Everything went well.